Event description:
It was reported that the patient was hospitalized at (B)(6) due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 48 mmol/l (864 mg/dl) while wearing the pod between 5 and 24 hours on their abdomen. On (B)(6) 2025, the patient did not feel well after eating an apple and had diarrhea and had to vomit a lot. During the night, they stated that they did sleep well. On (B)(6) 2025, the patient did not feel well all day and gave themselves a bolus. They stated that the active pod worked well and released insulin normally but was not being absorbed by the body. The patient's spouse called the gp (general practitioner) that same day which resulted in the gp immediately calling the ambulance for them. The ambulance arrived on (B)(6) 2025 at 11:15 pm and brought the patient to the ER (emergency room). The patient was unconscious at that time but had the pod removed and discarded at the hospital. At the ER, the patient was immediately given 2 high speed intravenous (IV) fluids and was admitted to the medium care unit (mcu) of the hospital where they were put on a cardiac monitoring and 1 IV with insulin and 1 IV with glucose. They also had a blood pressure monitor and a catheter inserted. The patient woke up for the first time in the mcu at 04.00 am on (B)(6) 2025 and a new pod was applied by the doctor. After receiving blood work from the lab, the patient's sodium or calcium level was not in order and the doctor removed the pod again and threw it away. The patient was given a drink with either sodium or calcium and phosphorus but was unsure. On (B)(6) 2025 at 15.00 pm, the doctor activated a new pod. At 17.00 pm on (B)(6) 2025, they disconnected the infusion with glucose and insulin as the pod was working sufficiently again. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.